Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the implantable cardioverter defibrillator (ICD) header failure to connect to a lead due to set screw failure. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on 01 oct 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to connect and loose or intermittent connection were confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the right ventricular set screw was stripped with septum material obstructing the hex cavity, preventing full torque driver insertion and causing the reported event, consistent with damage occurring during the procedure.